Event description:
In situ aln fracture. The device had been in place for 19 months. Picture also attached. The filter was removed about two weeks ago. I tried to remove the fractured strut but couldn't.